Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that tube nahep plh 13x100 6.0 plbl dk/bl ce stopper was difficult to remove. This was discovered during use. The following information was provided by the initial reporter: material no. 369622, batch 8151679. It was reported that the failure of 1st stopper pullout forces observed on vacutainer® heparin non gel tube. This email is intended to report the failure of 1st stopper pullout forces observed on vacutainer® heparin non gel tube made in plymouth UK while stopper pullout testing at bd r&d lab. As part of CAPA, we sourced vacutainer® heparin non gel tube which were sterilized at maximum dose levels (~36.8 kgy) for stopper performance testing. The 1st stopper pullout testing indicates maximum dosed had failures in 1st stopper pullout force for t=15 months test interval.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube nahep plh 13x100 6.0 plbl dk/bl ce stopper was difficult to remove. This was discovered during use. The following information was provided by the initial reporter: material no. 369622 batch 8151679. It was reported that the failure of 1st stopper pullout forces observed on vacutainer® heparin non gel tube. This email is intended to report the failure of 1st stopper pullout forces observed on vacutainer® heparin non gel tube made in plymouth UK while stopper pullout testing at bd r&d lab. As part of CAPA, we sourced vacutainer® heparin non gel tube which were sterilized at maximum dose levels (~36.8 kgy) for stopper performance testing. The 1st stopper pullout testing indicates maximum dosed had failures in 1st stopper pullout force for t=15months test interval.